Event description:
It was reported that the handpiece did not come to a stop immediately after the trigger was released, but coasted to a stop. This was found during testing of the equipment, there was no patient involvement. There were no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the fets were damaged and the ebox failed.